Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. However, a review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the blade guide sleeve with buttress compression nut would not lock into the aiming arm. The construct was held manually and the surgeon was able to complete the procedure with no adverse effect to the patient. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The product evaluation and visual inspection of the returned product confirmed the event description and revealed that the returned buttress nut was threaded on to the blade guide sleeve and threaded freely the entire length of the blade guide sleeve threads. While, the buttress nut and blade guide sleeve did not easily snap into the returned aiming arm, the buttress nut did release from aiming arm as intended. The investigator used another buttress nut with the returned blade guide sleeve and the device easily snapped into and released from the returned aiming arm. Risk assessment - no adverse consequences were reported and the design risk assessment adequately addressed the complaint event. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and the complaint condition is considered to be due to damage to the flange area of the buttress nut and is a result of the condition of use. (B)(4). Placeholder.